Event description:
The customer reported via phone call that they had excessive no delivery alarms. The customer has changed their infusion set three times, but the alarm was recurring. The customer's blood glucose was 358 mg/dl at the time of incident. Customer's current blood glucose was 451 mg/dl. It was also found the customer did not receive the no delivery alarm when they were priming. Customer was able to observe insulin flowing. The customer stated they have not tried all remedies for the no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.